Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis. As there is new information, this event no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed. There was intermittency between the connector pin and cap. Distal conductor blood/body fluid (not obstructed); inner insulation was kinked buckled; outer insulation had white substance and cosmetic depression, and blood in/on helix mechanism and sleeve head.

Event description:
Infection and pocket erosion was reported. The lead was removed, analyzed and subsequently tested out of specification. No further patient complications were reported.